Event description:
A malfunction was reported on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. The customer took no action to address the elevated bg level and contacted technical support. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.